Manufacturer narrative:
The customer declined further repair.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition due to air valve liftoff failure. There was no patient harm reported.